Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device migration was observed. The device was associated with the fsca recall. Device was explanted and replaced. No additional information was available at this time.

Manufacturer narrative:
The device was tested on the bench and no anomalies were found.